Event description:
It was reported that the pt underwent anterior lumbar discectomy of l4-l5 and l5-s1 with corpectomy of l5 using a left-sided paramedian retroperitoneal approach. Posterior spinal instrumentation was performed bilaterally from l4-s1, a cage was placed, and rhbmp-2/acs was used. There was a significant amount of bleeding from the tumor and vertebral body and epidural bleeding during the corpectomy and decompression of the l5 nerve root. There was persistent oozing of blood, event at the end of the case. Five days post-op, x-rays revealed that the cage at l4-l5 may have migrated. The pt underwent a revision surgery to replace and reposition the cage. The pt recovered uneventfully, with no immediate post-operative complications, and was discharged home.

Manufacturer narrative:
(B) (4). Literature article citation: raj k shah et al. Recombinant human bone morphogenetic protein 2-induced heterotopic ossification of the retroperitoneum, psoas muscle, pelvis and abdominal wall following lumbar spinal fusion. Skeletal radiology; doi 10.1007/s00256-010-0890-8. A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.